Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the catheter was first put in post-implant, (B)(6) 2019. It was noted that they were unsure what caused the need for catheterization, possible uti. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had trouble with their stimulator; the therapy was not working for the patient, so a manufacturer representative walked them through how to change the program about 3 weeks ago. It was stated that they think they hit the off button on the side when they were done making the change, because therapy was still not working and the patient is ¿constantly wet.¿ it was noted that they had their catheter put back in on (B)(6) 2019. Troubleshooting on the call found that stimulation was on, so they were assisted with increasing stimulation, since they changed the program about 3 weeks ago. It was confirmed that they were feeling stimulation in the correct area. It was recommended that they follow up with their healthcare provider if their symptoms did not resolve. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.